Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher values than how they felt when scanning the adc freestyle libre 2 sensor. On (B)(6) 2021, a scan of 148 mg/dl was obtained with no comparison glucose test performed. As a result, the customer self-treated with 4 units of rapid insulin and subsequently experienced blurred vision, fainted, had a seizure, and lost consciousness. Emergency services were called, and the sensor scan of 141 mg/dl as compared to a blood glucose of 69 mg/dl on a competitor¿s brand meter. Emergency services provided rapid glucose injections and brought the customer to the hospital after 15 minutes. A blood glucose of 50 mg/dl was obtained on the hcp meter and the customer was further treated with juice and IV glucose for a diagnosis of hypoglycemia. Therefore, based on the information provided, there is no indication that an adc device contributed to a serious injury. No report is required.